Event description:
The pt received two leads with the same lot number. It was reported the pt had been losing stimulation, and it he was feeling the stimulation in his abdomen and groin rather than in his legs as intended. It was reported the physician planned to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.